Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called clinic complaining of not feeling well and experienced an episode of chest pain the night before when going up stairs. Patient came to the clinic and the device was interrogated which resulted in normal findings and an echo was performed which showed a small pericardial effusion. No treatment was given the event is currently unresolved with further action and treatment planned. No further patient complications were reported as a result of this event.